Manufacturer narrative:
(B)(4). Information was received via medwatch report# mw5042790. No sample will be returned for evaluation.

Event description:
It was reported that after induction of anesthesia an effort was made by the anesthetist to place a rapid infusion catheter. Catheter dysfunction occurred and the catheter fragmented and parts were missing. The patient underwent cta of the chest, which demonstrated a linear opaque density of 3.9cm in the right lower lobe of the pulmonary artery. Interventional radiology was unable to remove the piece. The patient was transferred to another hospital for intervention. It is unknown if there was harm to the patient.